Manufacturer narrative:
Device was not implanted. The actual device was not returned for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. A review of the device history record of the product code/lot# combination was conducted with no findings.

Event description:
The user facility reported that the lab opened the angio-seal vip device and the dialator was bent. It was reported that there was no blood loss. It was reported that the physician opened and used another angio-seal vip device. Additional information was received on 5/1/18. After a successful diagnostic procedure, the patient was in good condition. It was reported that the arteriotomy locator was bent upon opening. Hemostasis was achieved with second angio-seal vip device that was opened. It was reported that the patient suffered no blood loss and was in good condition.

Manufacturer narrative:
This report is being submitted as follow up no. 1 to provide the completed investigation results. The actual device was not returned; therefore, an evaluation of the actual device was unable to be conducted. With no device return the exact cause of the reported event cannot be definitively determined based on the available information.